Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46 mg/dl. Cause was not known. Reportedly, the customer was visiting their parent at the hospital when the low bg occurred. Medical staff provided graham crackers and apple juice with sugar to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.